Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor was leaking; this was further described as ¿the end luer connector broke off from the tubing¿. The set was filled with penicillin 14400mg in sodium chloride 0.9%. This occurred prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added: the lot was manufactured from june 27, 2019 - june 28, 2019. The device was received for evaluation. A visual inspection was performed which observed fluid inside the bag that contained the sample which indicated a leak had occurred. Further inspection revealed the cause of leak inside the bag was due to broken tubing at the solvent-bonded junction of the luer. The reported condition was verified. The actual cause of the condition could not be determined. The most probable cause of the leak was a component-supplier related manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
Hold for lavonne 5/11/2020